Manufacturer narrative:
Other, the customer's concern regarding "air in line" is duplicated by evidence in the event log and a failed air detector test. The air detector will be replaced. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. D5 operator of device is unknown. E4 initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).

Event description:
It was reported that the device was presenting with air in line. No patient injury was reported.